Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
No blood glucose levels reported. It was reported that the customer would like to exchange the insulin pump for an insulin pump without the scroll wrap feature. Medtronic has informed customers of the potential to deliver insulin through accidental button pushing through a safety notification letter thus the voluntary recall. The customer reported having pressed the button that gave her a max bolus from the insulin pump. No additional info was provided.